Event description:
Removal of plates & screws which were broken from surgery in 1998. This report was prepared pursuant to the requirements of the smda, and is inadmissible as evidence, and is not an admission of liability.